Event description:
Two 3.8mm drivers broke during surgery, approx 3-4mm before the end of the shaft. This was a talus fracture case where the surgeon experienced broken drivers during the same case in the same screw.